Manufacturer narrative:
This electrode will be returned for analysis. Upon analysis completion this investigation will be updated.

Event description:
It was reported that two episodes of inappropriate shocks were seen involving this electrode. The device was reprogrammed to the primary sensing vector and remains implanted. A review of the device reports showed non physiological artifacts in the secondary sensing vector causing inappropriate shock delivery. The artifacts were reproduced in the secondary sensing vector and alternate sensing vector but not in the primary sensing vector. Ts discussed possible recommendations and troubleshooting steps. Ts also discussed checking the electrode due to the artifacts seen as well as a sudden changes in the impedance pathway. Ts noted that the resolution of the images provided did not allow evaluation of the conductor area. The electrode was subsequently explanted due to a suspected fracture and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified a crack in the insulation. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured in the sense a cable approximately 13 cm from terminal end. The fracture characteristics appeared consistent with cyclic fatigue. The fracture resulted in the observed oversensing, noise, and inappropriate shocks.

Event description:
It was reported that two episodes of inappropriate shocks were seen involving this electrode. The device was reprogrammed to the primary sensing vector and remains implanted. A review of the device reports showed non physiological artifacts in the secondary sensing vector causing inappropriate shock delivery. The artifacts were reproduced in the secondary sensing vector and alternate sensing vector but not in the primary sensing vector. Ts discussed possible recommendations and troubleshooting steps. Ts also discussed checking the electrode due to the artifacts seen as well as a sudden changes in the impedance pathway. Ts noted that the resolution of the images provided did not allow evaluation of the conductor area. The electrode was subsequently explanted due to a suspected fracture and was returned. No additional adverse patient effects were reported.